Manufacturer narrative:
Inspection of the device did not find any damages or defects that would contribute to the cannula dislodging from the infusion site. No other issues were found with the device. The exact cause of the reported event could not be conclusively determined. Correction: (device available for eval: yes, date returned to mfg: 4/24/2019) the device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320; 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that his blood glucose reached over 350mg/dl while wearing the pod on his arm for between 24 and 36 hours. He stated that it seemed like the cannula came out, but he did not smell nor see insulin on his skin.